Manufacturer narrative:
Complaint confirmed. Evaluation and visual inspection of the returned used bur hub, item hps-hb12, qty of two(2) confirmed the reported problem, and found outer bur melted and the outer tube damage, due to excessive force applied during case. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been 7 complaints regarding 8 devices for this device family and failure mode. (B)(4). Per the instructions for use, the user is advised the following; always inspect for bent, dull or damaged blades or burs before each use. Do not attempt to straighten or sharpen. Do not use if damaged. Do not apply excessive loading on the shaver blade or bur. Cutting performance is not increased with force. Excessive force or using shaver blades or burs as a lever can cause damage to the device including permanent deformation, shedding of metal (wear), motor seizure, and overheating. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The conmed representative reported on behalf of the customer that the, hps-hb12, 5.5mm hps prebent polishing bur appeared to have melted at the hub and metal shavings were seen in the surgical site on (B)(6) 2019 during a hip arthroscopy. The metal shavings were washed out. There is no reported patient injury or impact. There was a slight delay to get another hand piece. The procedure was completed as planned. This report is being raised based on device malfunction with potential for injury upon reoccurrence.